Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available for evaluation and the serial number is unknown; therefore, a device analysis could not be completed. A photograph was provided showing the syringe with wings outside clips; however, this condition does not affect the heparin delivery. The cause of the condition was determined to be related to use error and the improper locking of the syringe piston to the pump. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that excessive heparin was delivered during continuous renal replacement therapy with a prismax machine. The wings on the 50ml syringe were incorrectly installed. No alarm was reportedly generated by the machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.